Manufacturer narrative:
Serial number was requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a previous tear in the outer sheath of the driveline that was re-taped with rescue tape. Log files were sent for review. The log files noted pulsatility events and routine power cable disconnects during power change. On (B)(6) 2023 log files were sent for review as the patient had elevated lactate dehydrogenase (ldh) and increased flows in the same admission. The log files noted a transient increase in power on (B)(6) 2023 and a no external power event on (B)(6) 2022 while connected to the mobile power unit.

Event description:
It was reported that low voltage hazard alarms were noted due to the external power being disconnected while changing from power module to batteries; however, after a review of the log files, they displayed a no external power event active on (B)(6)2022 due to what appears to be a loss of ac power while connected to the mobile power unit. Additional information stated that there was a loss of power to the patient's house at the time of the low voltage hazard alarms.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the review of the provided log files revealed a no external power event while connected to a mobile power unit (mpu). Two log files were reviewed, the first log file contained events recorded from (B)(6) 20222 to (B)(6) 2023 and the second contained events from (B)(6) 2022 to (B)(6) 2023. Both log files revealed a no external power event captured on (B)(6) 2022. The associated voltage levels suggested that the controller was disconnected from 14v batteries and connected to an mpu. Few minutes later power to the mpu was lost and a no external power alarm became active. The system continued to operate at the set speed powered by the backup battery for approximately 1 minute when the controller was connected to 14v batteries and the no external power alarm cleared. The mobile power unit, serial number (B)(6) associated with the no external event was not returned for evaluation. Heartmate ii lvas instructions for use (IFU) and heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.